Event description:
On (B)(6) 2024, a patient was to be implanted with 31 mm x 20 cm gore® tag® conformable thoracic stent graft with active control system (cads device) to treat aortic arch type b dissection. The cad's device was advanced to target lesion. The physician pulled out the primary deployment line, the stent didn't be deployed. Then the secondary deployment line was pulled out, however, the stent still be constrained. Therefore. The cad's device was removed out of patient. Another cads device was utilized to complete the procedure. The patient tolerated the procedure. Considering the procedure, the physician cut the sleeve prior to the procedure. The deployment line was check after the procedure. The detail was unknown since it was long time ago.

Manufacturer narrative:
Update b2. H6: c19 - the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ two intra-operative angiogram mp4 movies available for evaluation. ¿ no name, date, time stamps, or demographics on the movie images. ¿ poor quality movie imaging provided. ¿ mp4 movie #4 shows: o there is a marker pigtail catheter present in the thoracic ascending, arch, and descending aorta. O cannot confirm a dissection in the aorta with imaging provided. ¿ mp4 movie #3 shows: o a deployed proximal and distal gore® tag® conformable thoracic stent graft with active control system is visualized. O cannot visualize the middle portion of the stent. O image appears to show the lsa is bypassed to the lcca. O cannot visualize the full deployed device on the clearest image received. However, it does appear the edges of the device expand out to the aortic walls. O contrast fills the dta, thereby suggesting this image shows a fully deployed device. The device evaluation showed the following: the fully constrained gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned for evaluation. The primary deployment line (pdl) was identified to be broken near the leading end of constrained device. The primary deployment line that remained connected to the primary deployment knob measured approximately 111 cm. The observations of the device evaluation support the physician¿s report of the device not expanding to intermediate diameter following primary deployment. The device was not partially expanded. Primary deployment not completing is likely due to the primary deployment line breaking. The deployment line appears to have broken due to a cut. The proximal edge of the primary sleeve appeared jagged and damaged, which aligns with the reported information that ¿the physician cut the sleeve prior to the procedure.¿ the pdl break may be attributable to the modification made by the physician that was reported in the event description; however, with the available information, a root cause for the pdl fiber break could not be confirmed. Based on this investigation, there is no evidence to suggest a manufacturing deficiency. The gore® tag® conformable thoracic stent graft instructions for use (IFU) states the following: "complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty)."

Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with 31 mm x 20 cm gore® tag® conformable thoracic stent graft with active control system (cads device) to treat aortic arch type b dissection. The cad's device was advanced to target lesion. The physician pulled out the primary deployment line, the stent didn't be deployed. Then the secondary deployment line was pulled out, however, the stent still be constrained. Therefore. The cad's device was removed out of patient. Another cads device was utilized to complete the procedure. The patient tolerated the procedure.